Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer with supplemental information by a consumer from (B)(6) of bacterial peritonitis with culture positive for klebsiella and peritoneal catheter with (B)(6) in a patient coincident with dianeal unknown bag therapy for interstitial nephropathy. On (B)(6) 2011, the patient experienced acute peritonitis which required hospitalization. On an unreported date, the patient began remedial therapy with ceftriaxone (1 g, daily, route not reported) and tavanic (1/2 tb, daily, route not reported). On (B)(6) 2011, the patient was discharged from the hospital and the outcome for the event of bacterial peritonitis with culture positive for klebsiella had resolved. At the time of this report, dianeal unknown bag therapy was ongoing. It was not reported if the outcome for the event of peritoneal catheter with (B)(6) had resolved. The consumer considered the event of bacterial peritonitis with culture positive for klebsiella to be related to dianeal unknown bag therapy. The consumer did not provide an assessment of causality for the event of peritoneal catheter with (B)(6).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.